Event description:
The device object of this report could not be interrogated after a cardioversion. Additionally, asynchronous pacing spikes at the rate of 70 min-1 were visible on the ECG. Device normal behavior could not be restored with a complete re-initialization of the device. Therefore, the device was explanted.

Manufacturer narrative:
(B)(4).this event concerns a device that was mfg and used outside the united states. The analysis is pending.